Event description:
The following event was reported on a medwatch form that was received by intuitive surgical, inc. (Isi) from a user facility: the vessel sealer was not contacting with tissue corrrectly to make seal. No harm to patient. Replacement item worked properly. The planned surgical procedure was completed. There was no report of patient injury or adverse outcomes.

Manufacturer narrative:
On 05/08/2015, intuitive surgical, inc. Received an additional maude event report (foi) voluntary report number regarding the customer reported incident. No additional information was obtained on the maude report that would affect the reportability of the case.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. This complaint is being reported due to the customer reported complaint of the vessel sealer instrument not contacting with the tissue of the patient to make a sufficient seal during the surgical procedure, and if to recur, could cause or contribute to an adverse event.